Event description:
Customer reported vertical lift movement are intermittent. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the vertical lift power supply. System operates as intended.